Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sex - additional information. Event description - additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient was undergoing treatment for an unruptured aneurysm in the ophthalmic artery. The vessel was reportedly tortuous. The devices were prepared as indicated in the IFU. It was reported that approximately 7-8 mm of the pipeline flex was pushed out of the microcatheter; the distal end did not open. The physician attempted to bump the device using the microcatheter, but was not successful in opening it. The pipeline flex was withdrawn from the patient. Afterward, a new pipeline flex was implanted without reported issues. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation: the pipeline flex pushwire was returned for evaluation without the braid. As received, the pipeline flex pushwire was observed to be stuck within the catheter. The pipeline flex pushwire could not be pushed forward or pulled back. For further examination, the catheter was dissected at several locations to remove the pipeline flex pushwire. No damage was found on the tip coil, dps sleeves, resheathing pad, and distal hypotube. Based on the analysis findings and the reported event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the pipeline flex braid was not returned. It is possible that the patient¿s ¿tortuous¿ vessel anatomy may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. The pipeline flex instructions for use provide the following guidance: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The reported event could not be confirmed. An event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open on the distal end during a procedure.